Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. The codes below are assigned to the main device model: 97714, serial: (B)(4). (B)(4).

Event description:
A patient reported on (B)(6) 2016 that there was poor communication with the patient programmer (pp). The pp antenna was not working and would not connect to their implant. The patient could communicate using the recharger and the pp as long as the antenna was not connected to it. There was no telemetry, and they had tried new batteries. The communication issues started on (B)(6) 2016. A replacement pp and antenna were sent to the patient. The patient was not able to control their adaptive stimulation settings while the external component pp wasn't working. From the mid stomach down into the legs, the patient felt tremendous pressure on their bladder which made them feel like they "were going pee all the time". This was noted to be a sudden change. The patient had doubled over in pain from stronger settings and was not able to turn it down using the pp and antenna. They were able to turn stimulation off. This had started two days prior to report, and a company representative (rep) had been notified the previous day. The indication for use was non-malignant pain. Additional information was received from a rep on 2016-02-22 stating that the patient was fine after they had received the replacement pp and antenna. The rep had instructed the patient on how to use them over the phone. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The following code is assigned to the main device in addition to the previously-reported codes. Model 97714, serial: (B)(4). (B)(4).